Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of instrument channel leak and ultrasound image wasn¿t good were confirmed. The customer¿s allegation of no clarity on endoscopy image and reduced angulation at both directions were not confirmed. The device evaluation found a reportable malfunction of foreign material on up/down angulation lever plate, angulation lever, grip, switch box, and balloon channel port. The following non-reportable findings were found during evaluation: the insulation resistance between evis and ultrasound connector did not reach the standard value due to damage on cover of ultrasonic cable, distal end had stain, objective lens had a scratch, universal cord had discoloration, bending angle in up direction did not meet the standard value due to wear of angle wire, ultrasound connector contact pins had corrosion, light guide cover glass had a scratch, light guide bundle had breakage, the number of missing element exceeds the standard value due to damage on ultrasonic cable, control unit had discoloration, grip had discoloration, air/water leakage from the channel, water tightness was lost due to deformation of suction connector, bending angle in down direction did not meet the standard value due to wear of angle wire, water tightness was lost due to damage on channel tube, adhesive on bending section cover was detached, bending section cover had discoloration, switch box had discoloration, and electrical connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had instrument channel leak, no clarity on endoscopy image, ultrasound image wasn¿t good, and reduced angulation at both directions. The issue was found during reprocessing. There was no patient involvement.